Manufacturer narrative:
Field change: h6,h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). Implanting physician states patient experience cuff erosion and the product needed to be explanted. The product was explanted by a different physician around (B)(6) 2020. Patient was experiencing incontinence prior to explant.

Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). Implanting physician states patient experience cuff erosion and the product needed to be explanted. The product was explanted by a different physician around (B)(6) 2020. Patient was experiencing incontinence prior to explant.